Event description:
It was reported that a pt underwent a sling procedure on an unk date. During the procedure, when the needle was being passed by the surgical fellow, the surgeon noted the outer sheath was cracked at the tip. Later it was noted that the fellow had not secured the tip before passing through the abdomen. The procedure was completed using this device. The surgeon opined that a possible contributing factor of the trocar sheath cracking was that the sheath was not properly secured to the delivery handle. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) - trocar sheath splits / cracks / breaks. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.